Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having injected a patient in the right lower lip, for lip enhancement, with 1 ml of juvéderm ultra¿ xc. Superficial threads, then firm massage were used. Patient left the clinic with nil bruising and minimal swelling. On the same day, the patient returned with ¿vascular lip occlusion¿. The patient had a large bruise extending down into inner lip, blanching, extreme pain, and nil capillary return when pressed medially. The patient was treated with approximately 300iu hyalase®¿ with good effect. Tissue perfusion returned, tissue well perfused, there was capillary return, ¿normal skin color resolved¿, swelling resolved and pain lessened. ¿mashed and eaten compresses.¿ at night, the lips swelled more than previous treatments. The injector thinks ¿this is a result of hyalase®¿. The vascular occlusion resolved on the same day. The patient was unhappy with results after hyalase®.